Event description:
It was reported that the patient's blood glucose level (bg) dropped to 2.9 mmol/l (52.2 mg/dl) while wearing the pod and then went into a 'comatose state'. The patient's spouse called an ambulance, when the paramedics arrived they gave the patient an injection and the patient regained consciousness. No further information on what injection was provided. The paramedics left once the patient regained consciousness.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.